Event description:
This complaint has been reviewed for the information the manufacturer received that the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for a/c damaged cable, base enclosure damage and will need to be replaced. The device was not in use on a patient at the time of the occurrence. Additionally, during the service of the device, the device failed testing due to internal battery capacity being above testing limits. There were no significant events were discovered in the error log. The internal battery has been discharged within testing limits. The unit was sent to run in and was retested. The device passed all final testing.